Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment for the event were not reported. The patient was hospitalized for approximately one week for the peritonitis. The patient¿s pd catheter was removed and the patient started hemodialysis. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.